Event description:
It was reported that the customer experienced a high blood glucose level, with the specific value described only as "high." Cause was not known. The customer attempted to correct the issue by administering a correction bolus via the pump, and cts provided instructions to inspect and replace supplies as necessary. The caller was advised to resume insulin therapy and was transferred for additional assistance.